Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure two stylets could not be introduced through the right ventricular (rv) lead lumen. The lead was removed and replaced. No patient complications have been reported as a result of this event.